Manufacturer narrative:
The previous pump exchange was reported under medwatch MFR report number 2916596-2016-02235. (B)(4). Approximate age of device ¿ 39 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient underwent a pump exchange on (B)(6) 2016, and it was reported that post operatively the patient experienced an abdominal wall hematoma that was monitored without intervention. The patient presented to clinic on (B)(6) 2016 with redness at "the site," and an approximately 2 centimeter open wound along the surgical incision. The patient was placed on prophylactic antibiotic therapy and underwent incision and drainage of a 10 centimeter subcutaneous fluid collection, followed by wound vac placement. The patient was readmitted on (B)(6) 2016 when the physical exam showed that the wound vac was in place; however, the pump was visible beneath the wound vac. Cultures obtained showed a presence of at least 3 gram positive organisms. The patient underwent a wound washout on (B)(6) 2017 by plastic surgery, with a complex closure and muscle flap. The wound vac was replaced and the patient was discharged with IV antibiotic coverage prescribed for 6 weeks. Follow up by infectious diseases on (B)(6) 2017 indicated that the muscle flap did not heal properly and the pump is once again eroding through the site. The patient is currently on antibiotics. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.